Event description:
Customer reported that the pt underwent an open, right lower quadrant (rlq) incision/ventral hernia repair procedure in 2008. Post-operatively approx one and a half months later, the patient presented to the emergency room with wound drainage. At that time, he was placed on antibiotics for ten days. The pt returned three days later with erythemia at the rlq; an incision and drainage was performed. The pt experienced further seroma formation thirteen days later. The following month, the patient was seen again and found to have an ongoing infection with a 4mm opening and minimal erythema. The patient was seen again twenty eight days later, with no issue noted. The patient then presented the following month, with 1cm of hypertrophic scar tissue which was treated with silver nitrate. The last patient follow up was sixteen days later, and a shallow 2cm hypertrophic scar was found to be fluid filled and oozing serous fluid. The surgeon opines this event to be not product related, but procedure related. The patient is fine now.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.